Event description:
In this event it was reported that a k-reamer separated; the separated piece could not be retrieved and was incorporate into the fill.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr. (B)(6)) to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The package of files was returned without the broken file. The returned files were evaluated and found to be within specification.